Manufacturer narrative:
Product analysis: the retractable sheath was fully retracted, the stent had been deployed and the red safety clip was not returned. There was no damage to the tip of the device. There were kinks present at 4cm proximal to the distal tip; 14.5cm proximal to the distal tip of the device and immediately distal to the strain relief of the device. The outer was slightly raised. No other damage was noted to the device.

Event description:
It was reported that the physician implanted a complete se stent to treat a calcified iliac artery with no vessel tortuosity. The device was removed from it packaging as per IFU and was prepped and inspected prior to use with no abnormalities identified. It was reported that during the procedure, the physician encountered difficulty removing the device following stent deployment. The device was not moved or repositioned in the lesion. The device had not passed through a previously deployed stent. Resistance had been encountered however, excessive force was not used during delivery. The procedure was completed following implantation of two everflex stents. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.